Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient was having his vns therapy pulse generator replaced due to battery end of service, and the new implant repositioned due to the fact that the original was placed in the abdomen region. Generator was subsequently returned to manufacturer for analysis. During analysis the reported end of service was confirmed based on battery voltage measuring 2.017 volts during interrogation. Additionally, during testing it was noted that there was an out-of-limit measurement for the output back-up cap. This was determined to be due to an electrically "open" negative feed-thru capacitor. However, the "open" capacitor would not impede generator output or stimulation as the capacitor is provided for electro-magnetic interference protection only.